Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event, there was no abnormality in the functional testing. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was being used with a patient, the pacing rate as high as 80 bpm even though backup pacing was programmed to 40 bpm. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.